Manufacturer narrative:
The UDI, manufacturing date and expiry date of the device is unknown. Should the device information be received, a supplemental MDR will be filed. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during impella placement, bleeding from the chest with central cannulation of venoarterial extracorporeal membrane oxygenation (va ECMO) was observed. It was reported that twelve units of red blood cells were transfused to the patient to resolve the issue. The patient had a direct impella access site. Additionally, it was reported that during washout, a thrombus was identified and removed. It was stated that at removal of the thrombus, heart function slightly improved however, the patient decompensated soon after. The va ECMO was weaned and explanted, however the patient was in severe right heart failure and expired in the or, while on impella support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.